Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion blue, guide catheter: asahi hyperion, other: ivus view-it. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.25x18 xience alpine stent was deployed in the mid left anterior descending coronary artery. An intravascular ultrasound (ivus) catheter was used after post-dilatation was performed. When the ivus was pulled back, it interacted with the xience alpine stent. The hub of the ivus catheter was cut, but the distal segment of the ivus was unable to be removed. Three hours were spent attempting to remove the ivus. The patient had surgery to remove the ivus catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the 2.25x18 xience alpine stent was deployed in the 90% stenosis, moderately tortuous, de novo lesion in the proximal to mid left anterior descending (lad) coronary artery at 12 atmospheres and confirmed to be well-apposed with angiography. Three hours were spent at one hospital trying to remove the intravascular ultrasound (ivus). Surgery was unable to be performed at the first hospital so the patient was transferred to another hospital, (B)(6) hospital where two more hours were spent trying to remove the ivus percutaneously, but these attempts were not successful. The ivus was surgically removed from the aorta and coronary artery bypass graft surgery was performed to treat the lad. The patient was discharged from the hospital. The physician reported it is possible that the deployed 2.25x18 xience alpine stent may have been damaged by the ivus catheter during the interaction with the ivus; however, this could not be confirmed on angiography. The physician also commented that these events were due to operation context and not due to any issue with the xience alpine stent. Additional physician comment indicates these events may have occurred due to the angle of the guide wire port on the ivus catheter. No additional information was provided.